Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, it was reported that the patient reported having a low bg overnight due to a cgm inaccuracy. It was reported the patient cgm had been reading ¿sporadically and inaccurately¿ which resulted in the patient¿s low bg. However, no specific cgm or bg meter comparison values were reported. The patient was wearing an omnipod insulin pump. The patient¿s bg meter reading was in the ¿teens¿ overnight when she lost consciousness. The patient's mother treated with her with glucagon and called emergency medical services (ems). Ems arrived and transported the patient to the emergency room (ER). There was no documentation of any further medication or treatment being provided to the patient in the ER. At an unspecified time during the event, the patient¿s bg meter reading was reported to be less than 55 mg/dl. The patient was discharged after approximately 3 hours. It was also noted that the patient had a follow-up appointment with her endocrinologist on (B)(6) 2025. The patient had ¿no known issues¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
Primary UDI number - correction. H2 correction.